Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection occurred. It was determined that loss of connection was related to the mobile application. Data was provided for evaluation. Loss of connection was confirmed. The complaint states that a loss of connection was reported. Data was provided for investigation. Confirmation of the complaint was confirmed via data. The probable cause could not be determined via data. No additional event or patient information is available.